Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient was using a transmitter that had expired.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).